Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. Another handpiece was used to complete the procedure. There were no patient complications reported.